Event description:
The customer reported the 9600emi displays a saturation fault error. The system was rebooted and the case continued. No injuries were reported.

Manufacturer narrative:
The service rep replaced the batteries. The system operates as intended.